Event description:
It was reported that an ilet user experienced persistent post-lunch hyperglycemia, stating the pump delivered about 5 units at lunch when approximately 10 were needed and that they frequently rose to 300 mg/dl. Review of reports indicated the pump subsequently reduced glucose after meal announcements and corrections, and that the user paused insulin and used meal announcements as treatment, which could have contributed to maladaptation, consistent with an incorrect procedure or method involving the user interface. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, aligning with improper or incorrect procedure or method and implicating the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.